Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a left main (lm) artery. A ht balance middleweight universal ii (bmw) was advanced to the lesion without issue and a hi-torque advance wire was in the diagonal. Intravascular ultrasound (ivus) was performed of the ostial lm. After about 10 minutes it was decided to pull back the ivus catheter, when the bmw got stuck and came along with it. The bmw was noted as kinked at the core. The wire did not break in two pieces, as it remained in one piece. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.